Event description:
It was reported that a user experienced wide blood glucose fluctuations while using the ilet with a g7 cgm and an infusion set type cd, including a high of 401 mg/dl and a low of 39 mg/dl, in the context of not performing meal announcements and using the pause insulin therapy feature to prevent lows; oral glucose was used for treatment, and the medical device problem and device component were documented as insufficient information. Symptoms included hypoglycemia, hyperglycemia, anxiety, distress, confusion/disorientation, malaise, nausea, shaking/tremors, and polyuria. Outcomes included an unexpected medical intervention where medication was required. Investigation included communication and interviews and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.